Manufacturer narrative:
(B) (4) of the operations manual states the following: operation of the pneumatic fowler is a manual procedure. Use caution when raising the fowler while a patient is on the stretcher. Use proper lifting techniques and get additional assistance, if necessary. Failure to use proper lifting techniques could cause injury to the operator.

Event description:
It was reported to the field service technician a caregiver has developed elbow tendonitis after using the stretcher over the past 8 months. The caregiver alleges the fowler gas cylinders do not assist in raising or lowering the patients enough.